Manufacturer narrative:
Correction and additional information: section b5: additional information received revealed that there was no contact with patient's operative eye. The capsule broke when the lens was loaded in the cartridge. A completely different lens was used to complete the procedure and the patient was doing fine. The original lens was discarded. No other information was provided. Section h6: correction: health effect - impact code: the code has been updated to '2199- no health consequences or impact.' Section h6: correction: health effect - clinical code: the code has been updated to '4582- no clinical signs, symptoms or conditions.' Section h6: correction: health effect - medical device problem code: the code has been updated to '2993- adverse event without identified device or use problem.' Upon reviewing the complaint folder, customer confirmed that there was no patient contact with the lens/ cartridge and the event of capsule tear occurred while the lens was still in the cartridge. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch: 3012236936-2023-00474. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was not returned for evaluation as the product was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcb lens got wasted because the capsule was ruptured and there was patient contact. The procedure was completed using a different model lens (za9003 19.5 lens). It was also indicated that there was a use error. No other medical/surgical interventions were performed. Product is not available for return. No other information was provided.